Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reactivated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues due to electrode migration. An x-ray confirmed electrode migration. On (B)(6) 2023 repositioning surgery occurred.